Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted after approximately 61 months due to the elective replacement indicator (eri). Another guidant ICD was subsequently implanted.